Event description:
It was reported that thrombotic restenosis occurred. The subject was enrolled into a clinical study on (B)(6) 2025, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.8 mm reference vessel diameter, 99.5 mm length and 57 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm boston scientific balloon with residual stenosis of 10%. The target lesion was treated with 6 mm x 150 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 14%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. Index core lab angiography findings dated (B)(6) 2025, revealed that the target lesion was located in the anastomosis with 6.8 mm reference vessel diameter, 136.29 mm length, and 35.29 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 20 %. No complications were noted after pre-dilatation and test device usage. Event core lab duplex ultrasound findings dated (B)(6) 2025, revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 139 cm/s, patent arterial anastomosis with peak systolic velocity of 112 cm/s, proximal access (swing point) with peak systolic velocity of 189 cm/s, patent mid access (cannulation zone) with peak systolic velocity of 403 cm/s, patent distal access (cephalic arch) with peak systolic velocity of 93 cm/s, and patent axillosubclavian junction with peak systolic velocity of 37cm/s. On (B)(6) 2025, the subject presented for protocol required 9 months follow up visit and underwent arteriovenous fistula (avf) evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography revealed target diameter stenosis greater than or equal to 50% in left arm anastomosis and venous outflow. Additionally, thrombosis was noted in the left arm venous outflow. An avf functional assessment revealed flow volume (fv) of 326 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 153 mmhg, and diastolic blood pressure of 82 mmhg. A 76% thrombotic stenosis was noted in the left arm venous outflow with 16.49 mm lesion length was aspirated using aspirare thrombectomy catheter. Subsequently, venous outflow and anastomosis was treated by percutaneous intervention using 6 mm x 40 mm boston scientific mustang balloon and 5 mm x 40 mm 35yoroi balloon. The final residual stenosis was noted to be 2%. Reintervention core lab angiography findings dated (B)(6) 2025, revealed that prior to reintervention, the target lesion had 5 mm reference vessel diameter, 22.21 mm lesion length and 50% diameter stenosis. Post-reintervention assessment revealed 24% diameter stenosis. Additionally, reintervention core lab angiography findings dated (B)(6) 2025, revealed that prior to reintervention, the access circuit (non-target lesion) had 4.8 mm reference vessel diameter, 18.78 mm lesion length and 85.42% diameter stenosis. Post-reintervention assessment revealed 18.37% diameter stenosis with dissection type e (other product issue). On (B)(6) 2025, the outcome of the event was considered as resolved.

Manufacturer narrative:
Labeling review: review of the instructions for use confirmed that the content was sufficient and did not contribute to the reported event, therefore, no updates are required to the document at this time risk review: a risk review performed for the ranger device and confirmed that the events of restenosis and thrombosis were defined in the risk documentation and is documented accordingly. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a comprehensive review of the reported complaint, the most probable cause of this event is considered to be a known inherent risk of the device.

Event description:
It was reported that thrombotic restenosis occurred. The subject was enrolled into a clinical study on (B)(6) 2025, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.8 mm reference vessel diameter, 99.5 mm length and 57 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm boston scientific balloon with residual stenosis of 10%. The target lesion was treated with 6 mm x 150 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 14%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the anastomosis with 6.8 mm reference vessel diameter, 136.29 mm length, and 35.29 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 20 %. No complications were noted after pre-dilatation and test device usage. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 139 cm/s, patent arterial anastomosis with peak systolic velocity of 112 cm/s, proximal access (swing point) with peak systolic velocity of 189 cm/s, patent mid access (cannulation zone) with peak systolic velocity of 403 cm/s, patent distal access (cephalic arch) with peak systolic velocity of 93 cm/s, and patent axillosubclavian junction with peak systolic velocity of 37cm/s. On (B)(6) 2025, the subject presented for protocol required 9 months follow up visit and underwent arteriovenous fistula (avf) evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography revealed target diameter stenosis greater than or equal to 50% in left arm anastomosis and venous outflow. Additionally, thrombosis was noted in the left arm venous outflow. An avf functional assessment revealed flow volume (fv) of 326 ml/min, resistance index (ri) of 0.66, systolic blood pressure of 153 mmhg, and diastolic blood pressure of 82 mmhg. A 76% thrombotic stenosis was noted in the left arm venous outflow with 16.49 mm lesion length was aspirated using aspirare thrombectomy catheter. Subsequently, venous outflow and anastomosis was treated by percutaneous intervention using 6 mm x 40 mm boston scientific mustang balloon and 5 mm x 40 mm 35yoroi balloon. The final residual stenosis was noted to be 2%. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the target lesion had 5 mm reference vessel diameter, 22.21 mm lesion length and 50% diameter stenosis. Post-reintervention assessment revealed 24% diameter stenosis. Additionally, reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the access circuit (non-target lesion) had 4.8 mm reference vessel diameter, 18.78 mm lesion length and 85.42% diameter stenosis. Post-reintervention assessment revealed 18.37% diameter stenosis with dissection type e (other product issue). On (B)(6) 20205, the outcome of the event was considered as resolved.